Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Additionally, it was reported that the pump time was inaccurate. Reportedly, the pump time was "off by 50 minutes". The customer experienced a blood glucose (bg) level of 270-400mg/dl and trace levels of ketones. The customer administered a bolus, changed supplies and drank water to address their bg levels and ketones.